Manufacturer narrative:
The device is not available for evaluation. If the device becomes available as such, a follow-up report will be submitted.

Event description:
The customer reported that the patient's "feet had swollen up after wearing shoes for nine days". The customer purchased a pair of shoes for his mother's bad feet on the advice of a local foot specialist. After less than a week in the shoes, the patient's son was called to the rest home where the patient lives and learned that the patient's feet, from the bridge to the toes, allegedly had a reaction to the fabric of the shoes. The patient spent many hours in accident and emergency (a&e), which reportedly confirmed that the shoe lining caused the reaction. The patient is reportedly "in danger of infection and other problems".